Manufacturer narrative:
Concomitant product(s): a 6935m62 lead, implanted: (B)(6) 2016; 407645 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion along with high left ventricular (lv) threshold. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.